Event description:
It was reported that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two other physicians reported with this event. Their contact info is as follows: (B)(6).